Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions and quality control, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One 12.0 fr ult device was returned in used condition. Biological matter was present throughout the device. The hub was found to be separated from the tubing. There was a slight indentation on the flare from the inner lumen to the end of the flare. No other damage was observed on the tubing or hub cap. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found one relevant nonconformance in the complaint lot for too many threads on the proximal end, in which four products were scrapped. It should be noted that there were no other complaints reported for this lot number. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in an unknown patient for an unspecified procedure. As reported, the hub broke off of the device a day after the procedure. Additional information regarding the event and patient outcome has been requested but is currently unavailable.